Event description:
It was reported the experienced a loss of therapeutic effect about 1-2 days ago. The patient reportedly had bumped into a wall prior to feeling the pain symptoms. The patient was unable to adjust their stimulation. The stimulation light and 9volt battery light were lit on the patient programmer but the ipg battery light was off. Every time the patient attempted to increase the stimulation the stim off light would come on. The patient was concerned the ipg battery had depleted. Additional information has been requested, but was not available on the date of this report.